Event description:
According to the available information when the patient was to be washed the catheter was found removed. The balloon was unable to be found as if it had burst. No adverse patient events were reported.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The date of event is an estimated date.